Event description:
It was reported that during a lap gastric bypass procedure, the last staple would not fire. Unknown how the procedure was completed. There was no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results showed that one ec60 device was rec'd with the handles open and with no cartridge present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no anomalies were found. While no conclusion could be reached as to how the handle became open, it should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.